Event description:
The client was being transferred from the bed to the wheelchair over the side of the wheelchair. The cna lifted the client to clear the wheelchair arm. At that time, the sling became detached from the lift. No injuries to the resident, but the cna was hit in the head and suffered knee and sholder injury.